Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated that the hc had a system error 2367 displayed on the hc when he woke up and he needed assistance to continue therapy. The technical service representative (tsr) had the hp cycle the power on the hc to view the alarm log. There had been a system error 2240 prior to the system error 2367. The tsr explained both system errors to the hp. The patient line had not separated form the transfer set and the patient did not start therapy prior to connecting. A dummy tummy was not in use. All of the bags were properly connected. There was nothing unusual noted about the supplies and they had not been damaged by an outlet port clamp or assist device. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting. A patient extension line was in use and had been connected prior to prime. The patient stated that he always connects prior to prime and keeps his transfer set closed. The tsr explained that the hp must not connect until the hc was done priming and says "connect yourself." The patient also stated that he always leaves the clamp open on the unused final line. The tsr advised the hp to start over with all new supplies. The hp understood. Proper procedures were reviewed with the hp. There were no samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed, based on the customer report. The root cause was use error - open clamp. The label review found the labeling adequate for the prevention of the use error in this complaint. This issue is being investigated through CAPA.